Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after approximately 1 month due to mitral regurgitation, secondary to ring dehiscence. Perivalvular leak was also indicated. Unfortunately, no other details were provided.

Manufacturer narrative:
(B)(4). Due to patient privacy regulations, the health-care provider was not able to release any additional information regarding the event (e.g. Operative report, discharge summary). Unfortunately, the subject device was also not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Although the root cause cannot be confirmed, it appears that the reported dehiscence most likely led to the mitral regurgitation.